Manufacturer narrative:
The manufacture investigation results:: the outer insulation of the shaft has pressure marks. One of these pressure points is pressed through to the metal surface of the shaft, so that a short circuit can occur here . At the distal end, very severe thermal damage can be seen, which may have been caused by too long or high peak voltage.

Manufacturer narrative:
The product was evaluated. The complaint is confirmed there is discoloration at the distal end, a whitish color and there is tearing of the insulation where it meets the metal hook at the distal end. The product failed the hi pot test indicating failure of the insulation along the shaft distal end. Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. The event is filed under internal karl storz complaint ID (B)(4). The IFU im-000001 IFU v 10.0 (10-2018) warns to inspect all insulated instruments prior to and after each procedure. Any damage to the insulation along the shaft of the instrument, such as dents, scratches, burns, cracking or splitting, may allow electrical current to leak and cause electrical shocks or burns to the patient.

Event description:
It was reported that there was event with 26775uf coagulating and dissecting electrode. According to the information received from the facility the electrode "burns the patient". There was no burn mark or leison left on the patient per facility as of the date of this report.